Event description:
Per provider, the crossbrace hardware under the seat is defected causing all 4 legs to be wobbly. End user is under weight limit, happened 2 days ago and end user is afraid to sit on it.